Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had structured query language (sql) duplicate key error in the purge statistics table due to a null dispensing device key. A technical support specialist (tss) applied knowledge article - retry - insert into purge.purgestatistics". The station data sync service was restarted, and the retry queue was cleared, resolving the issue. The station was communicating. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating after the software upgrade. Due to this issue, the device was not printing any scheduled reports. However, there were no delays or adverse events or injuries reported based on this event.